Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode detected as an supra ventricular tachycardia (svt) event. The ICD remains in use. No patient complications have been reported as a result of this event.